Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 37702 pain stimulator ipg, implanted: (B)(6) 2010, 3778 pain stimulator lead, implanted: (B)(6) 2010, 4396 lead, implanted: (B)(6) 2014, 6935m lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion, indicating end of service (eos) in 3.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.